Manufacturer narrative:
The field service engineer (fse) determined the cause of the fluid leak was due to the vacuum wash tower valve. The valve was not operational and constantly closed causing wash buffer and waste material to overflow and leak, giving vacuum over limits errors. The fse replaced the vacuum wash tower valve. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid leaked from the front of the unit with vacuum over limits errors involving access 2 immunoassay system. Beckman coulter customer technical support (cts) advised the customer to wear appropriate personal protective equipment (ppe) and informed the customer of potential biohazards and safety hazards associated with troubleshooting. The customer acknowledged. The customer had on personal protective equipment (ppe) and followed the facility's hazardous material/waste procedure for fluid spill cleanup. The customer verified the wash tower was not obstructed. The customer confirmed connections to the vacuum jar and none of the tubing was constricted. The customer initialized the system to ready mode and performed vacuum test, which passed. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.